Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving clonidine 250 mcg/ml; 559 mcg/day, bupivacaine 6mg/ml; 13.42mg/day, compounded baclofen 500 mcg/ml; 1119 mcg/day and morphine 5mg/ml; 11.19mg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported an alarm was heard and the pump was empty. The pump had been empty since (B)(6) 2016 per the event logs. On (B)(6) 2016 the patient experienced a sudden change in therapy. The patient was hospitalized due to withdrawal symptoms noted as mental changes, auditory and visual hallucinations, increased spasticity, and pruritus. There were no physicians that had privileges at the hospital the patient was in. The plan was to have the pump refilled when the patient gets out of the hospital. Event dates were noted as: low reservoir alarm (B)(6) 2016; empty reservoir (B)(6) 2016; patient first heard the pump alarm (B)(6) 2016 and refill date (B)(6) 2016. Additional information was received from a healthcare provider (hcp) and company representative. On 5/12/2016 additional information was received from the company representative. The patient went to the managing doctor, and got a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.